Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: lumbar spinal canal stenosis procedure performed: cage replacement screw replacement levels implanted: l5/s post op, through postoperative image diagnosis one month after discharge, it was found that the left screws were loose so screws replacement was performed. The screws were removed and were replaced with upper sized screws.